Event description:
Unomedical reference number. (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke away from connector on (B)(6) 2022. The issue occurred with one infusion set and the same was used for less than one day. Moreover,the blood glucose level of the patient at the time of event was estimate 250mg/dl - 300mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.